Manufacturer narrative:
The 4fc12 sheath with lot 0010160354 was returned and analyzed. Visual inspection of the sheath showed that the shaft was kinked and twisted 2.5 inches from the tip. It was impossible to insert the test balloon catheter into the sheath and deflection did not work as expected due to the kink. In conclusion, the reported kink was confirmed through testing. The sheath failed the returned product inspection due to a shaft kink and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a kink was noted on the sheath shaft and the balloon catheter could not pass through. The sheath was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.